Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service due to a broken high voltage conductor at the connector. It was replaced with a new lead model 145.